Event description:
Additional information was received. Patient symptoms prior to the contrast study were not reported. The cause of the inability to aspirate from the cap was undetermined. It was unknown what actions were taken to resolve the inability to aspirate from the cap. It was unknown if the inability to aspirate from the cap was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 8781; lot# hg2pp4b; implanted: on (B)(6) 2019; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. When the patient was transferred to the hospital on (B)(6) 2019, overdose of gabalon was diagnosed. It was stated a pump operability test and catheter x-ray study were performed on (B)(6) 2019; there were no abnormal findings. The event was considered to be causally related to the drug, and not related to the pump, catheter, programmer, or surgical procedure. The attending physician's assessment indicated during the contrast examination, the drug solution in the catheter was very difficult to aspirate. Based on this finding, it was difficult to judge if the catheter was occluded. It was stated flushing was the current situation, and there was usually no problem. However, this time, the drug solution in the catheter was flushed due to symptoms and overdose occurred. The outcome of the adverse event was recovered as of on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: unknown, implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, ubd: 28-jul-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon (unknown con centration) at 296 mcg/day via an implantable pump for cerebral palsy. The indication for use was not reported. It was reported that at 17:00 on (B)(6) 2019 a catheter contrast examination was performed. The drug could not be aspirated, but contrast examination was performed (the bolus amount was 350mcg). After the contrast examination was performed, the priming bolus and the dosage were increased from 296 mcg/day to 350 mcg/day. After returning home, the hospital was contacted and informed that the patient did not wake up. Disturbance of consciousness occurred. At 20:00 on (B)(6) 2019 the patient was emergently transported to the hospital. However, no intracranial abnormality was found. At 2:00 on (B)(6) 2019 because the patient¿s respiration was stable, he was transferred to another hospital. At 12:00 on (B)(6) 2019 the patient gradually regained consciousness. The outcome of the adverse event was ¿remission¿. The causality was attributed to the drug. It was unknown if the causality was attributed to the catheter, pump, programmer, or surgical procedure. The physician¿s assessment noted that a contrast examination had been performed in the past even though aspiration of the drug was insufficient. However, the physician was surprised that [(B)(6) 2019] was the first time that the patient was transported to the hospital due to disturbance of consciousness. The physician suspected that the bolus amount of 350mcg might be too much. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# hg2pp4b, implanted: (B)(6) 2019, product: type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.